Manufacturer narrative:
Section a4: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device reportedly operated as expected and was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists stroke, bleeding, infection, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that it was suspected bacteremia. Anticoagulants stopped since (B)(6) 2024. The event occurred during anticoagulation for lvad implant. Therefor causality could not be ruled out. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to brain stem hemorrhage on (B)(6) 2024. The patient was brought to the hospital in an emergency on (B)(6) 2024 because of numbness in the fingers of the left hand and paresthesia in the face at home. As a result of the thorough examination, the patient had convulsive seizures, and the symptoms improved with the initiation of e keppra. The causal relationship was considered low but could not be denied as ventricular assist device (vad) was being worn. On (B)(6) 2024, patient's blood cultures were positive for bacterial infection. The patient was treated with drug therapy only in hospital. Cause of the infection was complexities of medical management. It was possible that this event was device related. Pump would not be returned because it was not removed due to the strong wishes of the patient's family.

Event description:
It was reported that patient passed away due to extensive cerebral hemorrhage extending to the left thalamus, midbrain, and pons on (B)(6)2024. On (B)(6)2024, the patient experienced neuropathy for more than 24 hours. A computed tomography was performed. There was intracranial bleeding. They were on warfarin and aspirin at the time of the event. Stroke or hemorrhage was possible to be device related due to the patient being on anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.